Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined no failed icon. A field service engineer checked the station and found no failed icon. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a failure message of drawer failure. The customer reported that the user was able to remove the medication but there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.